Event description:
It was reported that during a rotational atherectomy treatment procedure, a coating detachment occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. During ablation, the device was unable to cross the lesion. After the procedure, the physician inspected the 1.50mm rotablator rotalink device and observed that the distal section of the burr, which is the diamond coated part, was smooth. The physician suspected the diamond coating got detached in the patient. The procedure was completed with a different device. No further patient complications were reported. The patient status was recorded as good.

Event description:
It was reported that during a rotational atherectomy treatment procedure, a coating detachment occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. During ablation, the device was unable to cross the lesion. After the procedure, the physician inspected the 1.50mm rotablator rotalink device and observed that the distal section of the burr, which is the diamond coated part, was smooth. The physician suspected the diamond coating got detached in the patient. The procedure was completed with a different device. No further patient complications were reported. The patient status was recorded as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturer. The burr was returned connected to the advancer. A visual examination of the complaint unit carried out revealed no visual issues. A connect/disconnect test was carried out as per connect/disconnect rotalink plus procedure and no issues were noted with the unit's handshake connector during the connection of the device. The burr was microscopically examined and it was revealed the annulus was misshapen and flared. No issues were noted with the diamonds on the burr. There were no scratches that exposed brass on the plated back half of the burr when viewed under the microscope. It was also revealed from the scratch test performed on the burr that the diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).